Manufacturer narrative:
The pump was monitored for 24 hours, and no blank display was noted. All operating currents were within specifications. The pump passed the self test. No unexpected low battery or off no power alarms were noted. No isolation tape damage was noted on the lcd board. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads and a missing serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer's parent reported via phone call indicating that the customer's insulin pump does not work correctly. The patient's blood glucose level was unknown at the time of the call. The customer did not provide any further information. The customer sent the product back for analysis.